Event description:
Pt was being warmed by mechanical warming blanket being demonstrated by factory reps. When the procedure was complete and the blanket was being removed it was noted that the pt's skin was reddened in the area which was covered by the blanket. The skin was flushed but did not seem to be burned. Pt denies pain. Within 20 mins after discovery of incident, upper thigh area dissipated and area on lower leg and ankle lessening of redness. Pt transferred to rm.